Event description:
It was reported that during an afib ablation, while the catheter was inside the pt, the physician found that the catheter had an open curve. The catheter was removed and checked for its deflectability, but no significant changes were observed. The catheter was re-inserted into the pt, but the physician was not satisfied with its deflectability. The catheter was eventually changed to a new one. After the left pulmonary vein ablation, the pt had a pericardial effusion with respiratory arrest. A surgeon was called in to perform drainage and the situation was solved. The pt has fully recovered and has returned to his normal life the event required hospitalization for four days. The pt had afib since a long time and had a left atrium dilated.

Manufacturer narrative:
Two catheters were involved in this event. The first catheter had a deflection issue which was replaced with a new one. This catheter is being returned for analysis. The deflection issue is not indicative of a reportable event. The new catheter was involved in the adverse event and was discarded.